Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A review of the manufacturing records indicated that the product met specifications upon release. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Abnormal pressure readings should correlate with the patient¿s clinical manifestations. Significant distortion of the pressure waveform can result from air bubbles in the setup. Poor dynamic response can be caused by air bubbles, clotting, loose connections, or leaks. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported that during use of this dpt (disposable pressure transducer), the pressure reading was considerably lower than what was actually being registered on the monitor. Per further follow up, it was indicated that actual systolic value displayed was 80mmhg, but on palpation of the aorta the cardiac surgeon estimated the systolic to be 40mmhg. There was no alarm displayed. The dpt was then re zeroed and the systolic value changed to 40mmhg. There was no consequence for the patient who was not treated nor given medication based these values. The dpt was not available for evaluation as it was discarded. Inquired of patient demographics. Unable to be obtained.